Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, h corrected: g h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the scrdriver shaft 2.4 short self-holding f was stripped and chipped. The fragments were not received. In addition, the etched information on teh device surface was observed faded. Potential cause can be traced to maintenance, refer to the device/country specific IFU for information related to cleaning, sterilization, reprocessing instructions, and inspection procedures. A dimensional inspection the scrdriver shaft 2.4 short self-holding f was not performed due to post manufacturing damage. The broken condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was unable to performed due to mating device was not received to assess the interaction, however due to observed condition during the visual inspection it can experienced the inability to assemble mating devices correctly. The overall complaint was confirmed as the observed condition of the scrdriver shaft 2.4 short self-holding f would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: 314.453-15. Lot number: 17560p3. Manufacturing site: hägendorf. Release to warehouse date: 08-aug-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with the screwdriver shaft. During the surgery with va distal humeral plate, the surgeon was tightening the locking screw with the screwdriver shaft, but there seemed to be play between the locking screw and the screwdriver shaft. If the surgeon kept trying to tighten it by force, the threads would become stripped. When they checked the screwdriver shaft, it had a rounded tip. Instead, the surgeon used the tip of another screwdriver shaft included in the same instrument set to tighten the screw and the surgery was completed successfully with no delay.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.